Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced dizziness. The cgm was reading 150 mg/dl and the blood glucose reading was 50 mg/dl. It was not documented whether the symptomatic hypoglycemia was treated. The sensor was removed and the patient was transported to the ed. There, the bg was 40 mg/dl and the patient was not in a sensor session. The hypoglycemia was treated with IV sugar and carbohydrates and recovered after treatment. She was discharged after 3 hours with bg 120 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.